Manufacturer narrative:
Other applicable components are: product ID: 3889, lot# unknown, product type: lead. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient thinks their lead may have migrated the night before the initial report because their bandage was pulling. They also mentioned turning stimulation down because of the pain and said stimulation wasn't in the correct area. The patient was advised to increase stimulation, but complained of stinging. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 3057, product type screening device.